Event description:
It was reported that this product was part of an infection. The physician elected not to explant at this time. There were no additional adverse effects reported. Additional information was received from medical records that this patient recently passed away. The patient had previously been treated for osteomyelitis (the aforementioned infection) before they had a device replacement (for normal battery depletion) three months ago. There was no reported allegation regarding the patient's death.

Manufacturer narrative:
This initial report was not submitted previously. As per request by the FDA on march 7, 2024, the initial report has been resubmitted in an effort to release follow-up 001 from hold status.

Event description:
Do not process!!